Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a legal report that the patient experienced a worsening neurological condition while in the emergency room, leading to emergency thrombectomy procedure using a solitaire device. During the thrombectomy procedure, the solitaire utilized to remove clot became entrapped and detached in a blood vessel where it remains. It was alleged that device lacked protections to prevent entrapment, detachment, fracture, breakage, and becoming lodged in the brain. The patient was admitted to a neurointensive care unit following the thrombectomy procedure, where, despite multiple additional interventions, their neurological condition deteriorated and was rendered paraplegic. Postoperatively, the patient remained ventilator-dependent and sustained injuries to their tongue, including lacerations and ulcerations progressing to tongue necrosis, and which ultimately required hemiglossectom. This has left the patient with a great difficulty articulating their words and eating. The patient remains permanently catastrophically injured, quadriplegic, and totally dependent on others round-the-clock for care. In addition to the above injuries, the patient also experienced the following: spinal cord injury, quadriplegia, motor and sensory deficits, loss of bowel and bladder control, impotence, loss of sexual function, need for hemiglossectomy, contractures, impaired mobility, injuries to his nerves and nervous system, difficulty speaking, difficulty eating, mental anguish, anxiety, depression, disfigurement, mental and physical pain and suffering, and loss of life's pleasures.

Manufacturer narrative:
B3: event date corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.